Event description:
The customer reported no value ind (indeterminate) flagged troponin I (access accutni) results, for four patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The flagged patient results were not released from the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer indicated assay calibration and system check were not within specifications. The customer¿s biomedical engineer evaluated the instrument and determined the peristaltic pump tubing was worn and replaced the tubing to resolve the issue. The biomedical engineer performed a routine system check which passed within instrument specifications and successfully completed assay calibration and quality control (qc). The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue. In conclusion, the peristaltic tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.